Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
Additional information received reported it was likely the programming head was put onto the pump upside down (wrong side) and the healthcare provider (hcp) "was under the drapes on my back." It was also reported programming was tried twice before realizing error, and then the programming was fixed post procedure. The patient "did very well." Symptoms were not reported and there was no electromagnetic interference (emi) involved.

Event description:
It was reported that a pump memory error occurred during an update. Additionally, it was later stated that the event occurred following a revision surgery (please refer to MFR report # 3007566237-2013-03820 for this event). When they got the error message on the programmer the patient was on the table and the healthcare provider (hcp) crawled under the table due to the patient's position and had a hard time reaching the patient's pump. The doctor pulled the telemetry head off the pump a few times and which might have caused the error resulting in the pump being put into stopped mode. Patient was then transferred from the ot (operation theatre) and they re-interrogated the pump, changed the prescription/device settings, and then updated the pump successfully. Hcp had to try to reach under table to hold programmer over pump, but had trouble reaching so it was possible that the programming head lost contact with skin/pump several times which caused error message. Following re-interrogation and update the pump worked fine. Patient was indicated to be doing ok when seen on (B)(6) 2013. Drug in the pump was baclofen.